Event description:
Bovine vascu-guard graft used in carotid endarterectomy procedure. Patient was readmitted nine days later with e. Coli infection of graft site. Incision was sealed with a liquid bonding agent that seals wounds at time of surgery. No signs of infection at time of discharge two days after surgery. Family feels graft was infected at time of insertion.